Manufacturer narrative:
The faulty therapy board was sent to the stryker product assessment center (pac) for further evaluation. The pac technician determined the root cause to be a shorted circuit on the therapy pcba h-bridge.

Event description:
The customer contacted stryker to report that the service indicator is present and an event code is logged in the memory of their device. The event code logged in its memory indicates a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's therapy printed circuit board to resolve the reported issue. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. The cause of the issue was a faulty therapy printed circuit board.

Event description:
The customer contacted stryker to report that the service indicator is present and an event code is logged in the memory of their device. The event code logged in its memory indicates a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no patient involvement reported with the event.